Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump would reboot and that the "battery melted inside the battery compartment". There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: review of the black box data revealed records dated (B)(4) 2017 through (B)(4) 2017. There were no records suggestive of intermittent power events in the available black box data. The returned battery cap was intact, without damage, within specifications and able to fit securely on the pump. The pump was powered on and exercised for 24 hours without any interruption of power. No errors, alarms or warnings occurred during the investigation. There was no evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not confirm nor duplicate the complaint.